Manufacturer narrative:
The customer reported that they will not return the defective user interface module (uim). Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Vyaire will arrange field service to go onsite to evaluate the ventilator and for repair. At this time, no root cause has been determined.

Event description:
The customer reported that their vela ventilator alarmed vent inop while on the patient. The patient was transferred to another vent, however, there was no patient harm.